Manufacturer narrative:
Correction to g2 of the initial report. "Company representative" should have also been selected as a report source. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and based on the results of the investigation, olympus confirmed the device was broken between the foot and the shaft. The most probable root cause for this malfunction is adverse event related to procedure. However, a definitive root cause cannot be determined. The following is included in the device instructions for use (IFU): as all prothesis are inherently delicate and some materials such as hydroxyapatite, are brittle in nature, careful handling is essential to prevent damage during manipulation, trimming or sizing and implantation. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the implant broke while trying to implant in the middle ear. The event occurred during a tympanoplasty with ossicular chain reconstruction procedure. The intended procedure was completed with a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.